Event description:
It was reported that the right ventricular (rv) lead was positioned several times with poor sensing. Another lead of the same model was tried and sensing performance was also suboptimal. It was concluded that the poor sensing performance was due to a physiological problem and not a lead problem. The first lead was not used. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.